Event description:
It was reported that: "patient came into the doctor office with sudden pain and deformity of right thigh. Patient's x-ray revealed that her femur and plate was broken."

Manufacturer narrative:
Hospital has retained the device. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.